Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 02-nov-2020. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of the machine setup was conducted and revealed no issues were found. The equipment was reviewed for issues that could have contributed to the reported condition, but no such issues were observed during the review. A physical sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Per customer, the lpn (licensed practical nurse) administered the influenza vaccine to a patient and activated the safety needle afterwards. The nurse put the needle down to place a band-aid on the patient. When the lpn picked up the needle to place it in the sharp container, the needle poked the nurse's finger. The lpn stated that needle did not fully shield, she hit safety and thought she heard the click. There was an audible and tactile click when the safety device was activated. Per nurse, she put the needle down, documented something and then picked it back up to dispose and that was when she stuck herself. After the needlestick, on inspection it was found that the needle tip was exposed. Additional information was received from the customer and stated that the nurse was treated in the emergency department (ed) and followed up with occupational health for blood exposure. No prophylaxis was required; blood tests were conducted, and the source was negative. The follow up testing includes labs for nurse up to 6 months (4 total sets of labs). The customer further stated that the nurse continues working full duty.